Event description:
It was reported that post implant of a gastric band, the port was removed due to problems with the rubber tubing that is preventing the tubing from kinking. The port was replaced on (B)(6) 2009. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.